Event description:
It was reported that the right ventricular lead had oversensing. It was further reported that the lead continues to have oversensing and there was noise on the electrogram with pocket manipulations. The superior vena cava (svc) coil was turned off due to programmed electrical stimulus (pes) testing results and the pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as ventricular short interval count was 407.3 counts avg/day, in 25.75 days, between (B)(6) 2011 08:28:02 and (B)(6) 2011 02:27:07.